Event description:
Device was found to be eri with a message to contact biotronik. Device was reset, reprogrammed, and follow-up performed. Message persisted. Tsv recommended changing the device out. On (B)(6) 2015: we were informed this device was explanted yesterday and replaced with another pacemaker. The rv lead was also replaced at that time due to loss of capture.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. At a first step the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The device was interrogated with a technical programmer. During the interrogation a warning message was triggered regarding the battery condition. Therefore, the memory content of the device was inspected. The inspection revealed that the battery status eri was triggered on the (B)(6) 2015 as a result of a depleted battery. The data documented that the battery depletion resulted from an elevated current consumption. The amount of charge taken from the battery was verified and, taking into account the elevated current consumption, the battery condition was found to be as expected. As mentioned in the complaint description, the data showed that the device was reset in the clinic on the (B)(6) 2015. Afterward the current consumption values returned to normal. As no data from the time period before the reset of the device was available for analysis, the root cause of the clinical event could not be determined. However, it cannot be excluded that external influences such as strong electromagnetic fields might have contributed to this observation. Particularly, in the course of the analysis the device has been monitored for six months in an environment at body temperature. During this time the current consumption values remained normal. The high current values could not be reproduced. In conclusion, the clinical event resulted from a temporarily elevated current consumption draining the battery. The root cause of the elevated current consumption could not be determined based on the information available for analysis. However, the data documented that the values returned to normal after reset of the pacemaker in the clinic. Upon analysis the pacemaker was fully functional. In particular, after having monitored the device for six months the clinical event could not be reproduced. Therefore, it is reasonable to assume that external influences led to the reported clinical event. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.